Event description:
It was reported that during a laparoscopic diagnostic procedure the shield did not engage. A like device was used to complete the case with no pt consequence.

Event description:
The device was used during a laparoscopic diagnostic procedure. The shield did not retract. A like device was used to complete the case with no pt consequence.